Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. When the pump was returned to mmdg the pump under infused. The pump motor had failed, which resulted in the under infusion. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump was under infusing. The initial reporter stated that the complaint had been found during testing and that no patient was affected. (B)(4).